Event description:
On 09/21/2023, it was reported that this patient on peritoneal dialysis (pd) had peritonitis that developed from the patient¿s mouth. In additional follow-up, the patient¿s pd nurse stated the patient had peritonitis on (B)(6) 2022. It was stated the patient was seen in the outpatient pd clinic for symptoms of abdominal pain and cloudy pd effluent. As a result, the patient had a pd culture obtained. Per the nurse, the pd culture grew the bacteria aggregatibacter actinomycetemcomitans. The patient was diagnosed with peritonitis and treated with intra-peritoneal (ip) vancomycin on an outpatient basis. The nurse reported that prior to the peritonitis, the patient experienced a leak (date unknown) occurring at the second connector of liberty cycler set (lot #unknown; product discarded). Per the nurse, the patient¿s wife wrapped a facecloth around the leak and the patient continued the pd treatment (against clinic protocol). The nurse stated the peritonitis is likely to be associated with the leak and that the bacteria (typically found in periodontitis) may have been harbored by the washcloth if the patient previously used the washcloth on their face. The patient recovered from the event and continues pd with the same cycler without any issues.

Manufacturer narrative:
Correction: b5 (event date referenced in description) plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. The patient reportedly experienced a leak at the second connector of the liberty cycler set and the patient still proceeded with the treatment wrapping a washcloth around the leak (against clinic protocol). All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. The patient¿s pd culture yielded growth of aggregatibacter actinomycetemcomitans which is an organism that is found in the oral cavity and associated with periodontal disease. Based on the reported information, it cannot be determined what may have caused the leak with the liberty cycler set. The product has been discarded and will not be returned to the manufacturer for product analysis. Due to the known risk of peritonitis when a leak in the pd circuit occurs, the liberty cycler set cannot be excluded as a causal/contributory factor in this event. However, patient non-compliance with infection control procedures and using a facecloth to wrap the leak is a significant factor in this event.

Event description:
On (B)(6) 2023, it was reported that this patient on peritoneal dialysis (pd) had peritonitis that developed from the patient¿s mouth. In additional follow-up, the patient¿s pd nurse stated the patient had peritonitis on (B)(6) 2022. It was stated the patient was seen in the outpatient pd clinic for symptoms of abdominal pain and cloudy pd effluent. As a result, the patient had a pd culture obtained. Per the nurse, the pd culture grew the bacteria aggregatibacter actinomycetemcomitans. The patient was diagnosed with peritonitis and treated with intra-peritoneal (ip) vancomycin on an outpatient basis. The nurse reported that prior to the peritonitis, the patient experienced a leak (date unknown) occurring at the second connector of liberty cycler set (lot #unknown; product discarded). Per the nurse, the patient¿s wife wrapped a facecloth around the leak and the patient continued the pd treatment (against clinic protocol). The nurse stated the peritonitis is likely to be associated with the leak and that the bacteria (typically found in periodontitis) may have been harbored by the washcloth if the patient previously used the washcloth on their face. The patient recovered from the event and continues pd with the same cycler without any issues.